Manufacturer narrative:
The local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely due to a remaining longevity of one year and only being implanted for six years. Normal outputs were observed and no lead issues were reported. A replacement procedure was scheduled for the following week. The device remains in service at this time. No adverse patient effects were reported. From: (B)(6). Sent: monday, june 2, 2025, 2:32 am. To: (B)(6). Subject: re: (B)(6) request for additional information. 1. Was this device explanted on (B)(6) 2025? If not, when will the replacement procedure occur? (B)(6). 2. Will the explanted product be returned? If so, what is the mailing method that will be used to return the product? No it will not be returned, no accusation of fault. 3. What is the date of shipment? N/a. 4. What is the tracking number for the package? N/a. 5. If the product will not be returned, please provide the reason for not returning. No accusation of fault. 6. What is the model/serial of the replacement device? (B)(6). 7. Were there any adverse patient effects besides surgical intervention? No.

Manufacturer narrative:
The local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. Additional information was received from the sales representative confirming this device will not be returned for evaluation.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely due to a remaining longevity of one year and only being implanted for six years. Normal outputs were observed with no lead issues. A replacement procedure was scheduled for the following week. The device remains in service at this time. No adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. The device will not be returned for evaluation. No additional adverse patient effects were reported.